Event description:
It was reported that during an unknown procedure, the clips were delivered across. Some clips were delivered normally but they didn't hold on the blood vessel and they fell into the patient. The defective clips were removed. Another applier was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.